Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated with insulin pen and the pump. The customer had symptoms such as dry mouth and vomiting. The customer went to the emergency room due to high readings. The customer also mentioned site infections. The customer declined to troubleshoot for the pump. The insulin pump will not be returned for analysis.